Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an irrigation and debridement (I&d) of the left knee as well as an articular surface exchange due to infection. While the patient was being prepared for discharge, acute drainage was identified. The patient was brought back to the operating room for a second I&d procedure with articular surface exchange.

Manufacturer narrative:
No product or photo was returned for investigation; therefore; the condition of the nexgen ac articular surface is unknown; visual and dimensional evaluations could not be performed. The device history records, including the sterilization certificate, for the articular surface were reviewed and no deviations or anomalies were identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the articular surface. The revision surgical notes state that the patient underwent irrigation, debridement and replacement of the articular surface to treat an acute periprosthetic joint infection a month after undergoing revision for a failed tibial component. The articular surface was removed, glycocalyx was brushed off of the metal components, the wound was copiously irrigated and soaked in betadine. With the new articular surface in place range of motion and patellar tracking were excellent. The knee was copiously irrigated and soaked in betadine a second time before wound closure. The edges of the wound were necrotic, which was consistent with the vascular changes and diabetic status of the patient. The surgical notes also stated that the patient had to undergo a second round of irrigation and debridement with exchange of the articular surface as acute drainage was still present upon discharge. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per the package insert of this component, infection is a known potential adverse effect of the total knee arthroplasty (tka) procedure. Also, complications are more likely to occur in heavy patients. Based on the information contained in the surgical notes, the condition of the patient is considered to be the root cause of the issue.